Manufacturer narrative:
The field service representative (fsr) was dispatched due to the customer reporting discrepant cyclosporine and sirolimus results generated on the alinity I processing module, serial number (B)(6). The fsr resolved the issue by replacing the optics pmt cable ((B)(4)), trigger/pre-trigger manifold with valves ((B)(4)) and the shutter magnet mount. Part replacement resolved the issue. The optics pmt cable ((B)(4)) and trigger/pre-trigger manifold with valves ((B)(4)) were determined to be the likely causes of the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module, optics pmt cable and the trigger/pre-trigger manifold did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module, optics pmt cable and the trigger/pre-trigger manifold was identified.

Manufacturer narrative:
The field service representative (fsr) was dispatched due to the customer reporting discrepant cyclosporine and sirolimus results generated on the alinity I processing module, serial number (B)(6). The fsr resolved the issue by replacing the optics pmt cable ((B)(4)), trigger/pre-trigger manifold with valves ((B)(4)) and the shutter magnet mount. Part replacement resolved the issue. The optics pmt cable ((B)(4)) and trigger/pre-trigger manifold with valves ((B)(4)) were determined to be the likely causes of the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module, optics pmt cable and the trigger/pre-trigger manifold did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module, optics pmt cable and the trigger/pre-trigger manifold was identified.correction to h6 investigation findings code should only be c07 mechanical problem identified. C19 no device problem found was selected in error.

Manufacturer narrative:
Complete information for section a1 patient identifier: sid: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed multiple patients that were initially linearity for cyclosporine and sirolimus on the alinity I processing module. The initial results were reported out. Samples were repeated and corrected before any impact to patient management or physicians questioning results. The following data was provided: cyclo: kpa64403 initial result = <5.9 repeat result = 1,042.8 ng/ml. Kpe94302 initial result <5.9 vs 378.7 ng/ml. Sirolimus: 12914006 initial result <2.00 repeat result = 5.97 ng/ml. 12894956 initial result <2.00 repeat result = 7.97 ng/ml. 12895949 initial result <2.00 repeat result = 13.99 ng/ml. 12910041 initial result <2.00 repeat result = 6.44 ng/ml. 12912972 initial result <2.00 repeat result = 10.28 ng/ml. 12912248 initial result <2.00 repeat result = 5.20 ng/ml. Kos78403 initial result <2.00 repeat result = 12.54 ng/ml. Kre84603 initial result <2.00 repeat result = 5.76 ng/ml. Kos54903 initial result <2.00 repeat result = 10.48 ng/ml there was no reported impact to patient management.